Event description:
It was reported that the user experienced a blood glucose reading of ¿high,¿ which was confirmed by a fingerstick, after consuming breakfast foods without announcing the meal on the ilet system. Education on the importance of meal announcements was provided. Symptoms included hyperglycemia peaking at 401 mg/dl and nausea. Outcomes included no hospitalization and resolution through troubleshooting and education. Investigation included a review of user-reported use and adherence. Investigation of this case revealed that the device functioned as designed and that missed meal announcement led to hyperglycemia. It was concluded, based on previously established findings for similar reports, that user error related to a missed meal announcement was the cause.